Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 3 years and 5 months following the implant of this transcatheter bioprosthetic valve, the patient expired. The cause of death is unknown.